Manufacturer narrative:
The customer reported that the central nurse's station (cns) went into comm loss multiple times with all the devices it was monitoring. No consequence or impact to the patients was reported. The customer indicated that they will not be providing any additional information regarding the event. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Below is the exact description of the customer complaint: communication loss @ 9:07, comm loss 11:38, comm loss 13:49 (5 sec). The following fields contain no information (ni), as the hospital will not be providing any additional information regarding the event: serial number, concomitant medical products, approximate age of device. No serial number was provided, so the age of the device is unknown, device manufacturer date.

Event description:
The customer reported that the central nurse's station (cns) went into comm loss multiple times with all the devices it was monitoring. No consequence or impact to the patients was reported.